Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the monitor and power supply were discontinued, and a probable cause could be that the phenomenon occurred due to a faulty power supply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high-definition lcd monitor does not power up. There were no reports of patient harm. No further information provided by the customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During call with olympus, the facility was advised that the monitor and the power supply were discontinued and the monitor would need to be replaced. A discontinuation letter was provided to the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.